Manufacturer narrative:
G4: 18jul2020 b4: (B)(6) 2020 the assy,pcb,data acq (acquisition) , v8000 was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination found. This customer returned da board will be installed into the fi test ventilator.the ventilator remained operational with no errors detected. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The customer returned data acquisition (da) board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported error high inspiratory pressure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 05mar2020. B4: 06mar2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse also observed additional errors: proximal pressure sensor autozero failed and damage to the touchscreen. The fse noticed high inspiratory pressure was caused by the wrong position of the tubing coming from the manifold to the proximal pressure port and machine pressure port. The fse placed tubing in the correct ports. Proximal pressure sensor autozero error was resolved by replacing the solenoid 3 and 4, the data acquisition printed circuit board assembly (da pcba) and the solenoids valve seals. The damaged touchscreen was replaced to address the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.